Event description:
It was reported that the caller stated the patient's therapy keeps turning itself off three days in a row, leading to the return of symptoms.  They went in and checked, and the therapy was off but felt fine within 5 to 10 minutes after it was turned back on.  The patient was not engaging in any activities, recording events, or making therapy adjustments at the time. The caller contacted the doctor first, who advised them to call the manufacturer. The caller mentioned the dbs therapy application prompts for reconnection. The agent asked if the handset and communicator were shut off after use or left in sleep mode, and the caller confirmed they shut them off.  The caller was advised to keep track of when the patient feels unwell, noting the date and time, and to schedule an appointment with the doctor, requesting a patient representative to assess when the equipment shuts off. The patient has an appointment with the doctor on may 7th and was redirected to their healthcare provider for further evaluation and resolution of the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from healthcare provider (hcp). Hcp clarified that patient thought that therapy was off, but it was noted that therapy was on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.